Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis and experienced cloudy vision and the eye was sore. Upon examination, the surgeon observed 1mm hypopyon, fibrin, and vitreous cells. Additional information was provided by the surgeon, who reported that the patient is doing well, the vision remains stable with a decrease in inflammation and improvement in comfort. A tap was performed with an injection of fortified antibiotics and steroids, and the culture is negative so far. Additional information that all the inflammation has resolved. All the cultures were negative, presumed sterile endophthalmitis. The ucva is 20/30 and pain free. The patient required medication to treat elevated intraocular pressure (iop) due to a steroid response. The current iop is 14mmhg.